Manufacturer narrative:
Results: a sample is not available for evaluation. However, the customer returned a photo of the affected device. A photo inspection revealed an eclipse unit with the safety shield not engaged over the IV needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6224715. Conclusion: although the customer's photo showed the reported defect, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A sample is not available for evaluation. However, the initial reporter has provided a picture of the device in question. A photo evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter came off during activation and could not close all the way to cover the needle. There was no report of injury or medical intervention.